Event description:
Reportedly, during a ray (tfc) cage revision surgery the left side cage was found to be collapsed in the mid section with the threads broken. The pieces of threads were removed from the wound site.